Event description:
On (B)(6) 2019, the patient underwent a right knee revision to address tibial tray loosening at the cement to implant interface. The tibial insert and tibial tray were revised. The femoral component and patellar component were retained. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - 13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder,strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient had a right total knee arthroplasty to address right knee degenerative joint disease. Depuy components, along with depuy patella and depuy cement x2 were used during this procedure. On (B)(6) 2019, the patient had a revision of right total knee to address failed right total knee. During the procedure the surgeon observed the tibial component was loose at the cement/ implant interface. The femoral component and patella were noted to be well fixed. Depuy components, including depuy cement x1 were used during this procedure doi: (B)(6) 2016. Dor: (B)(6) 2019; (right knee).